Event description:
Lap band was implanted in early 2009. A month later, pt had difficulty eating. Esophagram demonstrated band in proper positions, but delayed flow through the band. Band was removed laparoscopically. There was a peri-band fluid collection with erosion and micro-perforation.